Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 470 mg/dl at the time of the incident. Customer's current blood glucose level was 448 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea and chest pain and customer was not sure if its the high blood glucose or not. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that their sensor and transmitter was not flashing when remove from charger first sensor. The device will not be returned for analysis.